Event description:
It was reported that the child had a history of ondine's syndrome and was ventilated during sleep via a tracheostomy tube. The patient was admitted to the department for a re-evaluation. At 8:30 in the morning, the professionals heard the ventilator alarm and observed that the ventilator was disconnected from the tracheostomy tube. The child was non reactive with blue lips, heart rate 37 and 7 percent oxygen saturation (spo2). Resuscitation was initiated. Ventilation was performed with a one-way valve self-filling balloon until help arrived. The cannula was blocked and suction was not possible. The cannula was changed and recovery of 100 percent spo2 and 80 cf occurred quickly with some insufflations. Additional information received indicated that the patient's status was recovered. The institution analyzed the situation and found that the main contributing factor was the lack of reporting of alarms from the patient's ventilator, which did not allow for rapid identification of the incident.

Manufacturer narrative:
Other, other text: h4: device manufacturing date and d4: device expiration date could not be determined d4: device serial number/lot number is unknown h6: health effects - health impact: f27 h6: event problem and evaluation codes: update not required h10: no lot number was provided; therefore, device history record review could not be performed. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: e2: health professional: no; e3: occupation: non-healthcare professional; e4 is unknown, no information provided to date.